Event description:
During ablation using the catheter a display of high impedance reading was noted on the generator. Question if the collapse of electrode occurred when manual pressure was applied and caused the catheter to short-out. No patient harm.